Event description:
This is report 2 of 2 for the same event. It was reported that during an ear surgery, it was observed that the attachment device was "too hot". A spare identical attachment device was available for use. According to the report, the spare attachment device got "too hot" as well. Another spare attachment device was available and was used to successfully complete the surgery. There were no delays to the planned surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.